Event description:
Allegedly, patient was revised due to unknown reasons.

Manufacturer narrative:
Additional information received on 04/21/2023, please void the following report due to this component was not revised and there is not alleged deficiency against the device.